Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted to treat stricture for an esophagogastroduodenoscopy (egd) with luminal stenting performed on (B)(6) 2026. During the procedure, the physician stated that they had used an off-label luminal placement and that the stent deployed withing the scope. No other information was provided since they were very vague of the exact issue. The procedure was completed by using another of the same device. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was intended to be implanted to treat stricture for a esophagogastroduodenoscopy (egd). However, according to the axios stent and electrocautery-enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts 6 cm or larger in size and walled-off necrosis 6 cm or larger in size with at least 70% fluid content, provided they are adherent to the gastric or bowel wall. The device is not indicated to be used during an esophagogastroduodenoscopy (egd).